Event description:
After the power cord was plugged into the ac power outlet, the nurse noted sparks from the back of the pump near the strain relief of the power cord. The device was removed from clinical service. During testing at the user facility, the power cord near the strain relief was noted to be "smashed." There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.